Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 06 oct 2020.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for repair quote.

Manufacturer narrative:
G4: 01oct2020 b4: (B)(6) 2020 the field service engineer (fse) replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23sep2020 b4: (B)(6) 2020 per biomedical engineer it was confirmed that there was no allegation of touchscreen malfunction or failure. The touchscreen was replaced per the recall number z-1152-2020 & z-1153-2020. This report was inadvertently reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.